Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet touchscreen fractured and became unresponsive after the user previously dropped the device onto a soft surface and later found the screen cracked when retrieving it from the charger, rendering the interface unusable; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.